Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "defective tubes defect: underfill"

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilling with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for draw volume testing and upon completion, no issues were observed relating to underfilling as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from french to english: "defective tubes defect: underfill."